Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device difficult to fire? Yes. Were the cut line and staple lines equal? Yes. Was the cut line complete? No. Was the staple line complete? No.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected and the firing knob stopped on the way of the first firing on the colon. The staple height was gold. The staples of the distal end were deployed and deployed staples were loosely formed b. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.